Manufacturer narrative:
A ge service representative performed an on site investigation. The output of ps1 power supply was measured on fluoro function board at 4.7vdc causing system to lock up during fluoro. Also the shot log indicated there were no un-commanded x-rays. The power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system had a communication error and would fluoro on its own. There is no report or death associated with the event described in this complaint.